Event description:
The customer confirmed the event occurred during a procedure which was complete using a similar device. The balloon was inspected before use and was "working perfect".

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results of the final investigation. During inspection, when air was feed, the balloon would not inflate. No missing part of the balloon was found. No other abnormalities that could lead to the reported phenomenon were observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation result, a likely mechanism causing a tear of the balloon might be the following: 1)the balloon was scratched due to a force during use. 2)the balloon was broken and had a pin hole due to a force during inflation. It is possible a force might have been applied to the balloon due to the following device handling, causing the reported phenomenon: the balloon was moved back and forth while the forceps elevator of the endoscope was raised. This caused the balloon to rub against the forceps elevator, damaging the balloon. The balloon was not completely deflated when the subject device was inserted into the endoscope. This caused the balloon which was not completely deflated to catch in the endoscope channel or forceps elevator, damaging the balloon. The instrument was operated abruptly or with excessive force when retrieving a foreign object. However, the origin of a force or how and when it was applied to the balloon causing the pin hole could not be identified. The event can be detected/prevented by following the instructions for use which state: "the operator of this instrument must be a physician or medical personnel under the supervision of a physician and must have received sufficient training in clinical endoscopic technique. This manual does not explain or discuss clinical endoscopic procedures. Never use excessive force to operate the instrument. This could damage the instrument. Do not operate the instrument abruptly or with excessive force when retrieving a foreign object. Otherwise, patient injury such as bleeding, mucous membrane damage, or edema may occur. Do not pull the tube with excessive force. Otherwise, the balloon may burst and the pieces could remain in the duct. This could result in mucous membrane damage. If it is difficult to withdraw the balloon, deflate it before withdrawing. If resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal of the instrument, could damage the instrument and/or endoscope. When using an endoscope equipped with a forceps elevator, do not withdraw the instrument from the endoscope if the forceps elevator is up. This could damage the instrument." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the balloon burst during a procedure; however; the customer confirmed there were no interventions needed to remove the broken balloon. The device evaluation found there were no missing parts of the balloon and had a puncture mark but fully intact. Per the legal manufacturer, this issue of the balloon bursting and remaining intact is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported to olympus that single use 3-lumen extraction balloon v, extraction balloon was inflated to 15mm for stone extraction during endoscopic retrograde cholangiopancreatography (ercp) procedure, during the sweep the balloon burst. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.